Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, however a best estimate date is between (B)(6) 2018 - (B)(6) 2018. (B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's operative eye due to anisometropia. A model zcb00 lens was the replacement lens. The patient was reported as doing well post exchange. No further information was provided.

Manufacturer narrative:
Device available for investigation: yes. Device returned to manufacturer on: 01/07/2019. Device returned to manufacturer: yes. Device evaluation: the lens was returned for investigation. The product was identified as the correct product based on serial number information sticker provided with the return. The product was visually inspected with the unaided eye showing the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed one similar complaint was received for this production order number. However, there was no indication of product deficiency or product malfunction happened for both events. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.